Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer's blood glucose level was 450 to 550 mg/dl at the time of the incident. The customer's current blood glucose level was 163 mg/dl. The customer was treated by the insulin pump and injections for high blood glucose level. The customer¿s low blood glucose level was 66 mg/dl at the time of the incident and 163 mg/dl was current blood glucose level. The customer was treated with the food. The customer was assisted with the troubleshooting for high as well as low blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).